Event description:
Gen mesh prolene. Vendor: (B)(4). Model: pmi. Lot/serial number: (B)(4). Size: cut to size. Had left inguinal hernia repair in 2012 with (B)(4) mesh. This was done by the v.a. In pdx. Have complained of burning upon waking every day. Made request for referral to ohsu digestive health about 18 months ago. Have lost over 50 lbs, and appetite is not there because I feel like I'm going to be sick. Have been referred to urology and orthopedics because of involuntary or accidental urination and fake poops a lot. It hurts all the time and you can actually feel the mesh if you press in. Makes me sick though. I'm going in circles with this. I need to be fixed and need legal representation apparently to get that done. Please assist or advise if unable to help on whom I can contact if at all possible. Thank you for your time. Have spent the past 15 months at v.a. Pdx with non-invasive r/o hips, g.I. Etc... Nerve block to left hip r/o hip and because the v.a. Outs mesh in and doesn't remove it when problems arise I'm left without referral or removal. This is poisoning my insides.